Event description:
The daughter called for her mother, who was experiencing high blood glucose readings. The mother did not go to the hosp, but did disconnect from the pump. Daughter said the driver arms were moving freely whether they were engaged or disengaged.